Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 205mg/dl. A system check was performed and the occlusion was found to be within the infusion set tubing. The infusion set tubing was changed and the customer did not observe insulin exiting the infusion set tubing after 30 units and did observe insulin flowing back in towards the cartridge. Insulin was observed to be exiting the cartridge patient line slowly. The customer changed their cartridge and tubing and successfully delivered a correction bolus with no additional occlusion alarms declaring.